Event description:
The device was used to pace a patient at 200 ma. Reportedly, the pacer spontaneously shut off with 0 ma displayed. It was observed later in the use that the ma increased to 10 without anyone touching the device, and then to 200 ma. The patient was not resuscitated. The rptr stated patient outcome was not affected by the discrepancy, due to continued device use.